Event description:
Customer reported, his adc freestyle libre sensor detached from the adhesive on the same day of application. And reportedly, experienced a seizure and/or loss of consciousness, during follow-up contact with the customer. The customer reported, that as a result of being unable to test and manage his diabetes, he "had to visit the e.r. Due to a cardiac arrest". And is under practitioner care for pain management and diabetes management. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. And an extended investigation has been performed for the reported complaint. There was no indication, that the product did not meet specification. The sensor kit was expired at the time of the complaint. Which confirms, the usage of the device beyond the useful life of the device. Therefore, additional investigation activities are not required, as the device met specifications when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Section h4: (device mfg date) has been updated from 3/12/2020 to 12/1/2020, (case awareness date) as this was documented incorrectly on the initial report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor detached from the adhesive on the same day of application and reportedly experienced a seizure and/or loss of consciousness. During follow-up contact with customer, customer reported that as a result of being unable to test and manage his diabetes, he "had to visit the e.r. Due to a cardiac arrest" and is under practitioner care for pain management and diabetes management. There was no report of death or permanent injury associated with this event.